Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6 fr device. When deploying the device, the posterior needle missed the barrel. Needle back down was unsuccessful. The cardiologist retrieved the needles through the dermatotomy using hemostats. A prostar xl 10 fr device was used for successful closure. The pt recovered without further incident.